Manufacturer narrative:
A2: patient is suspected to be a juvenile as the report of the event came from (B)(6). E1 (phone): (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook cope wire guide separated. The cope wire guide was being used for placement of a peripheral inserted central catheter (PICC) at an unknown facility. During the procedure, a fragment of the central core of the wire guide was retained in the patient. An MRI scan was requested to determine the extent of the situation. The MRI physicist contacted cook to inquire about the ferromagnetic properties of the stainless steel as they are trying to schedule the patient in the next couple of weeks. The reporter is unable to provide any additional details as the request for the properties of the wire guide was made by a facility different than the one where the event occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d4 catalog number and model. Correction: d1; e1, initial reporter establishment name, address, and city. Additional information provided on 23feb2026 clarified the location of the event. The previous information provided is the facility the patient was referred to after the problem event occurred. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d1, h6, annex f. Investigation, evaluation. It was reported that a cope mandril wire guide separated. The wire guide was being used for placement of a peripheral inserted central catheter (PICC) at an unknown facility. During the procedure, a fragment of the central core of the wire guide was retained in the patient. An MRI scan was requested to determine the extent of the situation. The MRI physicist contacted cook to inquire about the ferromagnetic properties of the stainless steel as they are trying to schedule the patient in the next couple of weeks. The reporter is unable to provide any additional details as the request for the properties of the wire guide was made by a facility different than the one where the event occurred. Reviews of documentation including complaint history, device history record (DHR), instructions for use (IFU), drawings, specifications, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A lot number was not provided to aid in the investigation. An expanded sales search for this customer indicated three lots shipped within a three-year time period. A review of the dhrs for the three lots revealed a possible quality control discrepancy for one of the lots, in which 2 devices were scrapped for a potentially related issue. All remaining product in the lot underwent quality control activities. To date, no complaints have been reported for any of the three lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_mwg_rev0. The wire guide holder is supplied with an l_scor label attached indicating not to withdraw or manipulate the wire guide through a needle. Warnings: this product is a delicate instrument. Avoid forceful angulation. Avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide. Instructions for use: 1. Flush the wire guide holder by attaching a syringe with heparinized saline or sterile water to the fitting of the wire guide holder. Inject enough solution to wet the wire surface entirely. Note: if flushing through the wire guide holder is not possible, remove the wire guide from the holder and place it in a bowl of heparinized saline or sterile water, or wet the wire guide surface over the entire length using gauze that has been moistened with heparinized saline solution. 2. Carefully remove the wire guide from the holder. 3. If needed, insert a wire guide insertion tool (provided) through the valve assembly or hub of the guiding sheath or other interventional device. Insert the tip of the wire guide through the insertion tool and advance the wire guide to the desired location. 4. Attach a torque device to the wire guide (if provided). 5. Standard wire guide techniques may now be employed. How supplied: upon removal form package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product, and the results of the investigation, cook was not able to determine the cause for this event. It is not known if the device was manipulated or withdrawn through a needle. If the wire guide was manipulated or withdrawn through a needle, then this would account for the separation. It is not known if the patient had pre-existing conditions or tortuous anatomy which could have led to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.